Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with palpitations. Upon interrogation, the right ventricular lead exhibited noise and a short inhibition of pacing. The lead parameters were stable. Upon, isodiametric lead testing and box manipulation, the noise was unable to be reproduced. However, there was short noise noted when the patient did the prayer movement, and the patient reported a funny feeling. The physician opted not to reprogram. Lead extraction/replacement was discussed. The patient was stable, and will be monitored.

Manufacturer narrative:
A complete lead was returned in one piece, measuring 63.3 cm. The reported events were confirmed. An external insulation abrasion was found proximal to the suture sleeve tie impression, 14.5 cm to 15.1 cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the reported events is due to the external insulation abrasion which is consistent with friction to the device can.

Event description:
New information received noted that the patient experienced syncope when moving their arm about their head intermittently. Noise was reproducible via isometrics and inhibition of pacing was occurring. The patient admitted to lifting heavy weights. Problems with insulation breaches were suspected. The lead was explanted and replaced and patient¿s device system was upgraded. The patient was stable post procedure.